Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient had a loss of therapy. The patient reported that they had a return of bowel symptoms and diarrhea. The patient reported she noticed her return of symptoms after she was on an antibiotic and then being off for the antibiotic for a week she still had diarrhea and was thinking that the device should be helping with her symptoms more than it had. The patient reported that the device wasn't working as effectively as it should be and wasn't sure what program to be on. The patient reported not feeling stimulation, but had turned it up before. It was noted that the therapy was on. The patient reported that she had been jumping around on programs because it took forever to get into her healthcare provider (hcp) and when she did get into her hcp, the hcp just referred her to a manufacturer's representative for instruction. It was noted that the patient was feeling stimulation in the correct area and stimulation was increased on program 3 from .07v to .80v. The patient was advised to follow up with their hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.